Event description:
The patient was referred for a battery replacement, but the patient's mother was stalling the replacement until a recent increase in seizures the patient experienced. No known surgical intervention has occurred to date. No other relevant information has been received to date.